Manufacturer narrative:
Initial and final MDR (B)(4).- MDR 3003442380-2024-09213- device 2 of 5. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported by the patient that five infusions set came loose within two days of use. No further information was available.